Event description:
It was reported through the attorney for the pt as a result of a legal claim , that allegedly "on or about (B)(6) 2009, the pt underwent total right hip surgery at the (B)(6) hosp, involving implantation of the trident device." It was further alleged that, "in (B)(6) 2011, the pt began experiencing extreme pain and began hearing audible noises, including squeaking which emanated from the location of his hip." It was further alleged that, the pt's trident device experienced premature loosening as a result the pt underwent premature hip revision."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time.